Manufacturer narrative:
Service inspected the analyzer, performed several troubleshooting procedures, including cleaning of the ict probe (09d63-04) which resolved the issue. A review of service history for the alinity c processing module serial number (B)(6) revealed no additional erratic or discrepant patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the ict probe (09d63-04) did not identify any trends. Review of tracking and trending for the alinity c processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the ict probe (09d63-04) or the alinity c processing module serial number (B)(6) was identified.

Manufacturer narrative:
No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned sodium results generated with the alinity c processing module. The following was provided: sid (B)(6): sodium initial result 115, repeated 139, lab reference range 135-145. No impact to patient management was reported.